Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during a blood collection procedure using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood flow ceased when the second evacuated tube was connected. Upon removal of the tube, blood leakage was observed at the connection point between the adapter and the sleeve. A new venipuncture was required to complete the remaining samples. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that during a blood collection procedure using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, blood flow ceased when the second evacuated tube was connected. Upon removal of the tube, blood leakage was observed at the connection point between the adapter and the sleeve. A new venipuncture was required to complete the remaining samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd did not receive any photos or samples for investigation. The device history review could not be conducted as the batch # was unknown. No definitive potential cause could be established for the reported defect. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.